Event description:
It was reported that during prep for a rotational atherectomy procedure, sheath damage occurred. The lesion was located in the left circumflex (lcx) artery. While performing the platform testing with the 1.5mm rotablator burr catheter, the burr became really hot and the sheath broke. "It looked like it had been sliced with a scalpel or cut." The device was never inserted through the hemostatic valve and a pressurized saline flush was maintained. The procedure was completed with another of the same devices. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: an initial examination of the complaint rotablator burr unit was carried out. The catheter sheath was torn/split approximately 117.5cm from the strain relief, and the handshake connection was outside the catheter shell body with the coil near the catheter housing kinked. The handshake connection of the catheter unit was attached to a test advancer unit and a tug test was performed to examine the integrity of the connection. Also, a connect/disconnect test was carried out. No issues were noted with the unit handshake connectors. An attempt was made to guidewire the returned unit. Resistance was met near the catheter housing due to the kink in the coil. The burr was microscopically examined and no issues were noted with the annulus of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during prep for a rotational atherectomy procedure, sheath damage occurred. The lesion was located in the left circumflex (lcx) artery. While performing the platform testing with the 1.5mm rotablator burr catheter, the burr became really hot and the sheath broke. "It looked like it had been sliced with a scalpel or cut." The device was never inserted through the hemostatic valve and a pressurized saline flush was maintained. The procedure was completed with another of the same devices. No patient complications were reported and the patient's status is fine.